Event description:
It was reported by the customer that a pyxis medstation es system unexpectedly stopped responding, preventing user from removing the required medication and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station did not boot up. A field service engineer re-seated the connection, but issue still repeated. Reseated all connections inside e-drawer and station booted back up to resolve the issue. Performed preventive maintenance. The system functioned as intended after the field service engineer repaired the device.